Event description:
Reporter indicated high lead impedance with systems and normal mode vns diagnostics testing performed on (B)(6) 2012, was noted for a patient. Vns diagnostics had last been within normal limits on (B)(6) 2011. No known patient trauma occurred. Surgery to replace the vns is likely, but has not occurred to date. Attempts for additional information are in progress.

Event description:
It was reported the patient had vns lead and generator replacement surgery on (B)(6) 2012. While inserting the resident lead into the new generator, >5,000 ohms was received which was considered higher impedance than expected, so the lead was replaced. As higher impedance was received after inserting the lead pin into the new generator, a lead fracture is more likely to be occurring. The explanted devices will not be returned by the hospital per their policy. Additional follow up with the reporter revealed high lead impedance with dcdc = 7, output status = limit with eos = yes was received on (B)(6) 2012, for both systems and normal mode diagnostics. The generator was not disabled at the reporter's discretion, and x-rays were not performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Vns device diagnostics with the new vns generator and lead were within normal limits at the (B)(6) 2012 vns replacement surgery, per the manufacturer's implant card received.